Event description:
It was reported that this 71 y/o female patient's knee left was revised. When revising a cck revision that was implanted in (B)(6) 2017. The patient had fallen previously and her pain had gotten progressively worse over time. The plan was a to revise the tibial components as it appeared on xray that they were loose. Upon flexing the knee up during the revision is could be seen that the cck locking screw that goes through the tibial insert and threads into the tibial stem had backed itself out and was in clear view of the operating surgeon. The screw had been coming into contact with the femoral component and had caused the issues after the patients fall. There was signs of metallosis is the joint due to the metal on metal reaction.

Manufacturer narrative:
(H3) pending evaluation.